Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's battery failed. There was no patient involvement. Reported problem was verified in the lab - the battery was unable to charge either in heartstart mrx device or a cadex charger. Battery failed to trickle-charge in cadex charger and yielded error: ¿fail 160- bad fuse or driver¿.

Manufacturer narrative:
The vendor's final investigation report was received. The report confirmed the fa findings and further underlined the battery pack failed due to packs overdischarge resulting in the fuse f1 open ¿ ¿the battery packs were connected to the evaluation software after placing a jumper in the f1 fuse and applying a wake-up voltage and found that the cells in an undervoltage condition. The communication was verified and by applying a charge voltage, it was noticed that the packs were over discharged, and that multiple safety and failure flags were activated. The fuse f1 was activated due to the safety flags. This condition disables communication and voltage output. The possible root cause was that the battery packs were not charged and were allowed to self-discharge.¿ the vendor determined the pack was faulty. The complaint has been updated to reflect the findings of the failure analysis investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's battery failed. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery failed. There was no patient involvement.